Manufacturer narrative:
Pump received with original battery cap. Battery cap was missing the metal contact. Installed a test battery cap and continued testing. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, detached retainer, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was 185 mg/dl. The customer stated that little plastic ring on reservoir compartment was broke. The customer mentioned that the reservoir was able to lock in place but does not know for how much longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.